Manufacturer narrative:
The fse was unable to find any defect in the vacuum trap that allowed the fluid to pass through the psm, causing the leak. The root cause of the leak is unknown, but is most likely attributed to fluid flowing quickly through the vacuum trap before it was sealed. Customer has not called back to report any further issues relating to this event. ((B)(4).)

Event description:
Customer called to report that the unicel dxh 800 coulter cellular analysis system did not provide differential results and that there was a leak from the pneumatic supply module (psm). The volume of the leak could not be estimated. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that there was no raw vacuum. To address the issue, the fse dried the raw vacuum line from the pneumatic transducer to vc222 (vcs waste) to prevent from destroying the transducer. The fse also emptied the vacuum trap. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue.